Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. During evaluation, the monitor produced a constant code 204-belt/monitor unusable. Upon investigation the monitor c/a board was found to have intermittent traces at component u413 (spi can controller). The cause of the code 204 was the intermittent traces. The root cause of the intermittent traces was unable to be positively identified. No adverse event resulted from the intermittent traces. The patient received a replacement monitor.

Event description:
A (B)(6) male patient contacted zoll customer support for an unrelated issue. During servicing of the patient's monitor, a reportable problem was discovered. The monitor displayed code 204 - belt/monitor unusable. The patient was issued a replacement monitor.